Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "late seroma and possibility of the occurrence of alcl large cell anaplastic lymphoma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for the events. Further information from the reporter regarding event details have been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include:implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration,implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion,necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits,and lymphadenopathy. Anaplastic large cell lymphoma based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl. Pain: pain of varying intensity and length of time may occur and persist following breast implant surgery. In addition, improper size, placement, surgical technique, or capsular contracture may result in pain. Patients should be advised to contact their surgeon if there is significant pain or if pain persists.

Event description:
Health professional reported left side "late seroma, too much swelling, pain and increase in volume of the left breast and possibility of the occurrence of bia-aclc [alcl] large cell anaplaystic lymphoma." As pathological markers confirming alcl lymphoma have not been received this will be captured as lymphoma.

Event description:
The device has been explanted.